Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on feb 02 2007. Evaluation summary:the reported condition of failure code 570 on power up was confirmed by the baxter repair technician. Inspection of the device revealed depleted main batteries, which were replaced. The device was tested by the repair technician. The new style battery harness was also installed. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA.

Event description:
The device was returned for service. During service testing, the baxter technician reported an infusion pump with a failure code 570 during power up. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information is known.